Event description:
Report received of an overdelivery. During routine preventative maintenance testing by the user facility's biomedical engineer, the device delivered a measured volume of 21.2ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (=/-5%). There were no reports of any adverse patient events while the device was in clinical use.